Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. Lens exchanged with a longer length lens. Problem resolved. Cause of the event was not reported.